Event description:
The customer tested her blood glucose and received a reading of 599 mg/dl using her contour meter. The customer was concerned about the readings. So she called paramedics. Paramedics retested her glucose within 10 minutes and received a reading of 127 mg/dl using their meter. The 599 mg/dl reading is off the consensus error grid, but the difference between readings appears to be in the "c" or "d" zones of the grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.